Manufacturer narrative:
The subject clv-u20d will be returned to olympus medical systems corp.(omsc) for the evaluation. Omsc continues to investigate this event. Clv-u20d instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The subject clv-u20d was used for the knee arthroscopic surgery. The subject clv-u20d was turned off after 5 minutes from using the subject clv-u20d. The user replaced the subject clv-u20d with unspecified another device and completed the procedure. The user commented that the user could not hear the sound of the cooling fan in the subject clv-u20d during the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject clv-u20d was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc tried to reproduce this phenomenon and found the following. This phenomenon was reproduced. The subject clv-u20d was turned off after 10 minutes from ignited the lamp in the subject clv-u20d. There was no sound of the fan moving of the subject clv-u20d. The subject clv-u20d had been 25 years since installation. In addition, the subject clv-u20d was not repaired from april 2001. Based these investigation results, omsc surmised that this phenomenon might have been occurred by following. -the internal temperature of the subject clv-u20d increased because the fan of the clv-u20d was not functioned. Due to increasing temperature, the overheat protection mechanism was functioned and the subject clv-u20d was turned off. The fan and/or the circuit of the fan was failed because of aged deterioration. Therefore this phenomenon occurred. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".